Manufacturer narrative:
The initial MDR, MFR report # 0003015876-2021-02258 was submitted in error. This complaint is a duplicate of initial MDR MFR report # 0003015876-2021-02346 and supplemental MDR MFR report # 0003015876-2021-02346.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.